Event description:
It was reported that the tip between the second and third electrode was stuck to the tip of the daig sheath and the catheter was difficult to pull out. The product was removed with the sheath introducer and the procedure was successfully completed without any adverse consequence to the patient.

Manufacturer narrative:
Initial regulatory decision was not reportable based on the reported event description. The regulatory decision was later changed from not reportable to reportable on 08/28/2007 based on the investigation results of the returned product. The customer experienced resistance while the product was withdrawn and it is possible that the ring electrode was caught with the edge of the sheath's tip causing the damage on the ring. During the visual inspection of the catheter, it was noticed that the electrode ring #1 was damaged and was lifted from the edge of the ring. The returned sheath introducer was noticed with damaged tip indicating an excessive force was applied. The polyurethane (pu) margins were found to be within specification.